Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: you reported lot kkr487, 9008g. Mfg. Date - 9/13/1997 and exp. Date - 12/31/2003. Can you clarify the lot number? Was expired suture used during the procedure? Unk.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue layer was the suture used on? Abdomen. What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Unk. Was any deficiency or anomaly noted on the suture prior to use? Unk. Can you describe the appearance of the suture during the second procedure? Unk. Where on the abdomen was the scleroma located in relation to the incision line? The scleroma was seen on the left side of abdomen. Can you explain what is meant by ¿scleroma¿? A hard mass. What is the surgeon opinion as to relationship of the suture and the scleroma? May be suture reaction. What is the surgeon opinion of the contributing factors to the event? Product and patient. What are the patient past medical and surgical history? Unk. Does the patient have any history or family history of scleroma? Unk. Do you have any suture samples for evaluation? No. What is the current condition of the patient? Unk.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and the suture was used on abdomen. It was reported that the patient experienced post-op scleroma/hard mass on her left abdomen after a smooth c-section surgery. Debridement and drainage were given. Then patient condition changed better. The surgeon opined that suture reaction maybe occurred, and the product and patient contributed to the event.